Event description:
It was reported that a patient had a right primary knee replacement and eighteen days after the procedure experienced infection. The infection was resolved within twenty-one days of the incident. Patient further noted at 3 months post-implantation that they had difficulty performing recreational activities and walking at a normal pace, moderate pain, trouble performing daily living activities and experiencing pain when standing from a seated position.

Manufacturer narrative:
(B)(4). Report source: foreign: denmark. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Dob: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: all poly patella, catalog # 00597206535, lot # 63572929. Tibial component, catalog # 00598604702, lot # 63503878. Art surface component, catalog # 90597005010, lot # 63706743. Unknown refobacin cement, catalog # unknown, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00278, 0002648920-2019-00279, 0001822565-2019-01598. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a right primary knee replacement and eighteen days after the procedure experienced infection. The infection was resolved within twenty-one days of the incident.